Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported the patient had an unknown sling implanted on an unknown date. The patient was later implanted with an artificial urinary sphincter (aus) consisting of a 9.0 cm cuff, pump and balloon due to an unspecified reason. Should additional information be received, a supplemental report will be submitted.

Event description:
It was reported the patient had an unknown sling implanted on an unknown date. The patient was later implanted with an artificial urinary sphincter (aus) consisting of a 9.0 cm cuff, pump and balloon due to an unspecified reason. Should additional information be received a supplemental report will be submitted.

Manufacturer narrative:
Updated device brand name model number. Device not returned for evaluation.